Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 4 miu/ml and this value was reported outside of the laboratory to physicians. A physician questioned the result and requested a repeat measurement. The sample was repeated and resulted as 2256 miu/ml. The 2256 miu/ml value was assumed to be a suitable result. The previous result from this patient was 4088 miu/ml. The customer found that there was a disc on the serum in the sample tube. The patient was not adversely affected. The hcgb reagent lot number was 180039, with an expiration date of 12/30/2015. The field service representative checked the analyzer and no problems were found. Investigations have determined that the disc on the serum in the sample tube was the root cause of the issue. It is assumed that the sample was mispipetted by the analyzer due to the disc on the serum in the sample tube.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).